Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos (general purpose operating system) cpu and rtos (real time operating system) cpu assembly were evaluated and replaced. System software was also reloaded during the service event. The system was tested and found to be working as intended and returned to service.